Event description:
Started getting a pinching or poking feeling where my right ovary is. It happens especially when I am sitting crossed legged and sleeping on my left. I had moderate swelling in my right kidney that was unexplained and went away on it's own. I have extremely heavy periods that I never used to have. Also have ovarian cysts that I never had before the essure. #medwatcher #mw156312.